Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances along with high capture thresholds, with average values of 125 ohms. The physician suspected possible lead and coil calcification of the rv lead. Further evaluation was performed to increase the pacing thresholds to the maximum. Postural tests were performed and noise was not observed with other measurements being stable. The patient was reported to be not pacing dependent with no evident loss of capture (loc). A follow up visit was scheduled in two months. This rv lead remains in service. No adverse patient effects were reported.